Event description:
A us distributor returned a battery pack indicating that the battery was non-functional.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (non-functional) has been confirmed. As received, the battery was non-functional in a monitor and charger. Upon evaluation, the battery was last used on (B)(6) 2014 for a total of 14 hours before a runtime expired event was recorded. The cause of the non-functional battery is defective cells. The root cause of the defective cells cannot be positively identified. No adverse event resulted from the defective battery pack.